Event description:
A combination of component failure and inaccurate torlerance table setup may result in the potential of mistreatment due to inaccurate leaf position not being reported to system to cause interlock of treatment radiation. Site noticed a single mlc leaf (b1-07) was out of tolerance by 16mm. The 3d mlc (58 leaf) is designed to operate with a tolerance accuracy of +/-2mm, if current revision firmware is installed and tolerance tables are setup correctly. For this site, the mlc tolerance was set at the default value (+/-30mm). Mlc systems were orginally shipped with 30mm mlc tolerance as a default value. The customer recognized this problem after the verfication with a film. The only inintended exposure (one leaf 16mm off) is the few monitor units's (mus) that were required for the port film. No mistreatment occurred because the site regognized the anolmaly after port film was taken.